Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (catalog), d9, d10 (concomitant) h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Then, j&j medtech orthopaedics team forwarded the device to supplier, where an investigation will be conducted. The extent of which relies heavily upon the information that is provided to the supplier. J&j medtech orthopaedics has an agreement with the legal manufacturer of the device, which obligates j&j medtech orthopaedics to report any product complaints to each manufacturer respectively. J&j medtech orthopaedics acts strictly as a distributor and is not responsible to investigate these complaints or make decisions regarding MDR and mdv filing. The legal manufacturer has been notified and the objective evidence is attached to this complaint record. The complaint will now be closed. If additional information is received from the legal manufacturer, j&j medtech orthopaedics will reopen the complaint to include this information. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review (DHR): given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.6 k wire got cold welded/stuck in the k wire hole. The plate was taken off and replaced with a backup plate. The k- wire broke off while trying to get it out multiple times. The procedure was successfully completed with 15 minutes of surgical delay. There was no patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.